Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One (1) imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use, apparent bone attached to external threads. Implant fractured around the collar region. Regarding bone loss, similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 46 (fdi) and was used for approximately 2 years, 5 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev. 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (tsvtb10) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'fracture implant' & 'bone loss.' Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture implant & bone loss) or product (tsvtb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur. The reported 'bone loss' event could not be verified, and the reported 'fracture' was confirmed.

Event description:
It was reported that the implant at tooth site 46 was removed due to fracture and bone loss. Pain and edema were reported as a result of the event. Patient would have to return to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).